Event description:
The customer reported that after a successful operational check the screen is frozen. The customer indicated that he had to remove power and put it back on to get the unit to unfreeze.

Manufacturer narrative:
(B)(4). The customer reported that after a successful operational check the screen is frozen. The customer indicated that he had to remove power and put it back on to get the unit to unfreeze. The device was evaluated at philips. The symptom could not be reproduced. There was no trouble found with the device. Based on the customers report we are considering this a malfunction but we cannot determine the cause because the symptoms could not be reproduced.